Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer had serious lows and hypoglycemic attacks. It was stated that the customer went to the emergency room and his blood glucose reading was 15mg/dl. It was stated that they meet with the doctor the day before to adjust the settings in the insulin pump and his blood glucose seem to be normal so far. No further information was provided.